Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense channel of stored electrograms which resulted in pacing inhibition and non-sustained episodes. Pacing threshold and impedance measurements have risen slightly. Shock impedance measurements have also increased slightly.